Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 08/21/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she has had elevated blood glucose (bg) levels starting on monday ranging from 500-600 mg/dl, with intermittent limited response to correction boluses (300 mg/dl). She reports dizziness, nausea, but tested negative for ketones. She went to the emergency room yesterday where she was treated with IV fluids, and 10u of regular insulin via syringe. The high bgs began on monday, the day she last changed cartridges. She changed site 3 times over the next 2 days but is still having elevated bg issues. She denies any site irritations, bump, leakage, blood in system, or bent cannula. Patient has not assessed for air bubbles. Patient denied illness, any new medications. Customer support (cs) had patient remove cartridge and she noted a large bubble in cartridge. Cs found that patient is not using cartridge per IFU, and doesn't cycle cartridge/plunger prior to cartridge filling: pushes air through liquid insulin and technique is not slow. Cs instructed patient on proper pressurization technique. Instructed her to cycle cartridge 2 times slowly, for proper lubrication of cartridge prior to filling cartridge. Patient continues on pump therapy. This complaint is being reported because a patient on pump therapy experienced hyperglycemia related to user error if improper use of cartridges.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.